Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and pelvic pain ("severe pelvic pain") in a 30-year-old female patient who had essure (batch no. 709949) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia and dysmenorrhoea had not resolved and the fatigue, rash, constipation, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, constipation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6)2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Diagnostic results: on (B)(6)2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6)2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6), plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. (B)(6)2018 : diagnostic laparoscopy : normal appearing uterus, tubes, and ovaries bilaterally" and "no appearance of endometriosis in the pelvis" most recent follow-up information incorporated above includes: on (B)(6)2018: events- "heavy menstrual periods / menorrhagia, severe pelvic pain, dyspareunia, dysmenorrhea" outcome updated to "not recovered / not resolved", lot number added from summon. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and pelvic pain ("severe pelvic pain") in a 30-year-old female patient who had essure (batch no. 709949) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia and dysmenorrhoea had not resolved and the fatigue, rash, constipation, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, constipation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6) 2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Diagnostic results: on (B)(6) 2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6) 2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6) 2017, plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. (B)(6) 2018 : diagnostic laparoscopy : normal appearing uterus, tubes, and ovaries bilaterally" and "no appearance of endometriosis in the pelvis" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6) 2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6) 2017, plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. (B)(6) 2018 : diagnostic laparoscopy : normal appearing uterus, tubes, and ovaries bilaterally" and "no appearance of endometriosis in the pelvis". Concomitant products included sertraline hydrochloride (zoloft) since 2010 for depression and omeprazole (protonix) for heartburn. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual periods / menorrhagia/ heavy bleeding/abnormal bleeding"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). In 2010, the patient experienced dyspepsia ("heartburn"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), hypersensitivity ("allery symptoms/hypersensitivity"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had a laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain lower had resolved, the fatigue, rash, constipation, urinary tract infection, abdominal pain, vulvovaginal pain, depression, anxiety, dyspepsia, migraine, headache, hypersensitivity, autoimmune disorder and genital haemorrhage outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6) 2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Discrepancy noted essure confirmation test:- she did not undergo the essure confirmation test however hsg done previously. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6) 2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6) 2017, plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. (B)(6) 2018 : diagnostic laparoscopy : normal appearing uterus, tubes, and ovaries bilaterally" and "no appearance of endometriosis in the pelvis". Concomitant products included sertraline hydrochloride (zoloft) since 2010 for depression and omeprazole (protonix) for heartburn. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual periods / menorrhagia/ heavy bleeding/abnormal bleeding"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). In 2010, the patient experienced dyspepsia ("heartburn"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches"), hypersensitivity ("allery symptoms/hypersensitivity"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had a laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain lower had resolved, the fatigue, rash, constipation, urinary tract infection, abdominal pain, vulvovaginal pain, depression, anxiety, dyspepsia, migraine, headache, hypersensitivity, autoimmune disorder and genital haemorrhage outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6) 2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Discrepancy noted essure confirmation test:- she did not undergo the essure confirmation test however hsg done previously. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event migraines, headache, hypersensitivity, genital bleeding and autoimmune disorder added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6) 2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6) 2017, plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. (B)(6) 2018 : diagnostic laparoscopy : normal appearing uterus, tubes, and ovaries bilaterally" and "no appearance of endometriosis in the pelvis". Concomitant products included sertraline hydrochloride (zoloft) since 2010 for depression and omeprazole (protonix) for heartburn. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual periods / menorrhagia/ heavy bleeding"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). In 2010, the patient experienced dyspepsia ("heartburn"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (had a laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain lower had resolved, the fatigue, rash, constipation, urinary tract infection, abdominal pain, vulvovaginal pain, depression, anxiety and dyspepsia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, menorrhagia, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6) 2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Discrepancy noted essure confirmation test:- she did not undergo the essure confirmation test however hsg done previously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: - reporter information was added. New event added cramping, vaginal pain, depression, anxiety, heartburn. Event outcome updated menorrhagia, pelvic pain female, dyspareunia, cramping and concomitant drugs was added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rashes"), constipation ("constipation"), urinary tract infection ("chronic urinary tract infections"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, fatigue, rash, constipation, urinary tract infection, dyspareunia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, constipation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: she had over 60 office visits and emergency department visits since (B)(6) 2011, including 20 for utis, without any cause related to her symptoms or successful treatment to her symptoms. Her physicians have told her that her pain and menstrual symptoms are not caused by essure. She is still seeking removal of the essure devices. Diagnostic results: on (B)(6) 2010, plaintiff underwent a hsg which showed that both tubes were occluded and the essure coils were in a satisfactory position. On (B)(6) 2017, plaintiff presented to the imaging center for a transvaginal ultrasound which was normal. On (B)(6) 2017, plaintiff underwent an endometrial biopsy to again try to determine an etiology for her symptoms which came back as normal. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.